Manufacturer narrative:
Batch review performed on 28 april 2020: lot 186912: (B)(4) items manufactured and released on 29-oct-2018. Expiration date: 2023-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 28 april 2020: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 1810800: (B)(4) items manufactured and released on 06-mar-2019. Expiration date: 2024-01-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cup: versafitcup cc trio 01.26.45.0058 acetabular shell cc trio ø 58 (k103352) lot 174310: (B)(4) items manufactured and released on 24-oct-2017. Expiration date: 2022-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on the 30 april 2020: delayed infection in cementless tha, 10 months after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
Revision surgery performed, 10 months after primary surgery, due to an infection at the femoral part ( pathogen agent unknown ). The surgeon removed the whole prosthesis without difficulty. The infection was important so the surgeon decided to not placed new implants and used a spacer instead.